Event description:
As reported by the user facility: leaking at y-site during chemo infusion, resulting in chemo spill. Additional information provided by the facility indicated no one suffered any adverse sequela associated with the reported incidents.

Manufacturer narrative:
Two actual devices involved in the incidents were returned to the manufacturer to be evaluated along with thirty-two (32) unused representative samples sealed in the blister packages from the reported lot. The two used samples exhibited a void in the solvent bonded joint between the upper y-connector assembly and the tubing. The thirty two unused samples were subjected to a pressure test at 10 psi of air according to specification for leakage. Two (2) of the samples were noted to leak at the upper insertion point of the tubing into y-site. Closer examination revealed a void in the solvent bonded joint between the y-connector assembly and the tubing. This investigation is ongoing at this time. A follow-up repot will be sent if any additional information becomes available.